Event description:
It was reported that there was a sudden superior vena cava (svc) alert. It was noted the alert occurred with a single coil lead. The physician programmed the svc to off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935 implantable tachy lead, implant date unknown. (B)(4).